Event description:
The physician was performing an ovarian cystectomy when the patient received a bowel burn. The patient was doing well after the surgery. The hospital will not provide additional patient information, this is the reason most of section a is blank.

Manufacturer narrative:
The patient was doing well after the surgery. The hospital will not provide additional patient information, this is the reason most of section a is blank. The product in question was not returned, therefore, no investigation could be conducted. The hospital did not provide the lot number of the product, therefore, no manufacturing date could be obtained and the device's records could not be reviewed.